Event description:
The customer stated that she tested the blood glucose of a pt in the nursing home and received a reading of 300 mg/dl using a contour meter. The pt's glucose was retested within 10 mins using another brand meter (brand unk), which read 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Before any more info could be obtained, the customer disconnected the call. No product will be returned for eval.

Manufacturer narrative:
The customer did not provide a serial number for the meter, so it was not possible to determine a manufacture date.